Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device disconnected while administering parenteral solution. The following information was provided by the initial reporter, translated from spanish to english: "at the moment of administering the parenteral solution through the macro drip device, it misplaced (disconnected) and it was required to connect the macro drip device once again."